Event description:
It was reported that during an unruptured aneurysm case, subject stent was used along with microcatheter. Once the subject stent was advanced near the distal tip of the microcatheter, physician pulled the subject stent for positioning, the subject stent delivery wire could be pulled; however, the marker of the subject stent was found not to be pulled. Physician concluded that stent delivery wire and subject stent were not fixed and removed them out. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during an unruptured aneurysm case, subject stent was used along with microcatheter. Once the subject stent was advanced near the distal tip of the microcatheter, physician pulled the subject stent for positioning, the subject stent delivery wire could be pulled; however, the marker of the subject stent was found not to be pulled. Physician concluded that stent delivery wire and subject stent were not fixed and removed them out. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 gtin - corrected. D2a common device name - corrected. D2b product code - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'average tortuosity'. It was reported that 'the subject stent was inserted into the subject microcatheter with the intention of using the jail technique, and once the stent was advanced to near the distal tip of the microcatheter, when the stent was pulled back slightly for positioning, the delivery wire could be pulled; however, the marker of the stent was found not to be pulled. It was judged that the delivery wire and stent were not fixed and removed them together with the entire subject microcatheter. After reviewing the fluoroscopy video, it was determined that the delivery wire distal tip marker was positioned well in proximal of the stent distal tip marker as it was inserted into the microcatheter and pushed forward, and that the stent proximal marker was distal of the delivery wire distal bumper, making it impossible to retract the stent. The subject microcatheter was replaced because the subject stent had remained in the microcatheter. There was no resistance at the y-connector or the hub of the microcatheter when inserting the stent into the microcatheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.